Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and a mesh was implanted concurrently with anterior mesh, tension free vaginal tape secure and cystoscopy due to symptomatic cysytocele grade 3 and sui.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that patient underwent a mesh removal and suburethral sling.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent excision of anterior vaginal wall graft and of suburethral sling on (B)(6) 2012 due to difficulty voiding and pelvic pain. (B)(4).